Event description:
Healthcare professional reported left side deflated implant. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, one opening linear on the radius and brown particles in the shell. Leak test and microscopic analysis was performed which identified: one opening crease smooth on the radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - one crease smooth opening on the radius assessed as fold flaw opening.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "defective" implant captured as deflation.

Event description:
Healthcare professional reported left side deflated implant. The device has been explanted.